Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent alarms that stopped insulin delivery and that the pump had instructed the customer to load a new cartridge as the new cartridge could not be detected. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to check the pump history as the customer had to charge the pump. Although requested, additional information was not provided.